Manufacturer narrative:
Updated: b4, g4, h6.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device was not returned for evaluation. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient¿s underlying valvular disease pathology. The device history record (DHR) was not reviewed as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 3300tfxj aortic pericardial valve of unknown size, implanted approximately two (2) years and seven (7) months, was explanted due to aortic stenosis. A 19mm 11500aj valve was implanted in replacement. The patient¿s annulus was fragile. The surgeon reinforced the annulus with patches and implanted the 19mm 11500aj valve. After the valve implant, bleeding was observed from the stitches at the reinforced area prior to chest closure. The patient was transferred to the ICU with an open chest. The patient was returned to the or, at a later date, for hemostasis. The patient status was not reported. The patient had a history of coronary artery bypass grafting at the time of the 3300tfxj implant. (B)(4): the 3300tfxj aortic valve, implanted approximately two (2) years and seven (7) months, was explanted due to aortic stenosis. This device was replaced with a 19mm 11500aj aortic valve. This device was not returned for evaluation as it was discarded at the hospital. (B)(4): bleeding occurred after implant of the 19mm 11500aj aortic valve. At a later date, re-operation for hemostasis was performed. This device was not returned for evaluation as it remained implanted. The cause for bleeding is unknown at this moment. It was not reported if these events were device-related or not.